Event description:
Ivus was dropped to the sterile field, flushed and the plug end was handed to the circulator then plugged into the pim. The ivus was advanced over the wire to the tip of the catheter but there was no image on the screen. It was then unplugged, then plugged back in. But still no image, so system was rebooted and ivus plugged back in and still no image. So, a new ivus was used and worked fine.